Event description:
It was reported that during mantis surgery, the surgeon used the cannulated probe. When the surgeon tried to pull out the internal probe k-wire, base of probe k-wire broke. The surgeon removed the broken probe k-wire. Then surgeon changed the probe to another probe.

Manufacturer narrative:
Updated to reflect that the initial report for the mis specialty cannulated probe was changed to the specialty k wire assy. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the issue occurred because the locking knob was not properly engaged with the cannulated probe. Impaction of the instrument without properly locking the k-wire assembly can result in direct shear load applied to the junction of the locking knob and the k-wire shaft. Additional contributing factors include the direction of impaction relative to the axis of the instrument, the force of impaction, and the number of uses of the instrument. Conclusion: based on the location of the fracture, design of the instrument assembly, and previous complaint history of the product, the issue most likely occurred during impaction of the instrument.

Event description:
It was reported that during mantis surgery, the surgeon used the cannulated probe. When the surgeon tried to pull out the internal probe k-wire, base of probe k-wire broke. The surgeon removed the broken probe k-wire. Then surgeon changed the probe to another probe.